Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device broke, when pulling on the white tube, the suture snapped, and the anvil disconnected from the tube. A new device was used in order to complete the case. No patient injury.